Event description:
It was reported that the insulin pump alarmed during prime. Customer pressed the esc and the act buttons and was unable to clear the alarm. Customer reverted to manual insulin injections. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during prime test due to faulty force sensor resistor. The device had minor scratched display window, cracked display window, cracked case at display window corner, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.